Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers required maintenance. The customer stated that this malfunction caused when the user tried to dispense the medications to the patient, user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers required maintenance. A field service engineer logged into the hardware test application and found that the drawer sensor was failed to recognize that the drawer was closed. Replaced the drawer sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.